Manufacturer narrative:
Evaluation summary: the sample was returned by the customer. A visual examination of the returned sample showed hair and dust-like material on the cap and shoulder of the bottle. The cap was removed to observe the solution. The solution appeared clear with typical color, clarity, and odor. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability date for all (B)(4) lots currently enrolled in the stability program was conducted and all lots remain within specifications through product shelf life. This lot met all release criteria prior to product release. No root cause can be determined. Additional information was requested 07/22/2011, 08/02/2011, 08/11/2011 by fax, phone and mail. A completed questionnaire was received form the doctor and the consumer on 08/24/2011. (B)(4).

Event description:
A consumer reported that she experienced eye pain, irritation and inflammation following the use of this product. She stated she went to the doctor and was diagnosed with inflamed corneas. She reported she was treated with an antihistamine drop and steroid eye drops. She stated her symptoms have resolved. Additional information was received from the surgeon, who reported he diagnosed the pt with chemical conjunctivitis and keratitis.